Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controllers were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that controller functional testing. Visual inspection of the controller under 10x magnification revealed hairline cracks around power port two. An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. Based on the investigation conducted under CAPA pr00381374, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Supplemental testing was performed and the controller was allowed to run for an extended period of time; results revealed that the controller's surface temperature felt normal to the touch and thermal readings of the controller were normal. As a result, the reported overheating event could not be confirmed. Visual inspection of (B)(6) revealed contamination was within both power ports, the serial port, and the pump connector. This is an additional finding not related to the reported event and can be attributed to handling of the device. Functional testing of (B)(6) detected that the no power alarm sounded only for a second when both power sources were disconnected and the controller exhibited controller fault alarm due to an issue with the internal battery. The internal nickel-metal hydride (nimh) battery powers the no power alarm. Internal inspection revealed that the internal battery was swollen. After the internal battery was replaced, the controller worked as intended. Log file analysis associated with (B)(6) revealed a controller fault alarm was logged on (B)(6) 2020 at 08:48:44, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than 2 years. As a result the reported controller fault alarm was confirmed. The most likely root cause of the reported event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Additional products: d4: serial #: (B)(6) d9: yes, return date: 26-oct-2020 h3: yes dev rtn to MFR? Yes h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): b01 h6: FDA results code(s): c07 h6: FDA conclusion code(s): d01. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ controller 2.0. Model #: 1420 / catalog #: 1420 / expiration date: 28-feb-2018 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 28-feb-2017. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one controller exhibited a controller fault alarm and the other controller was overheating. Both controllers were exchanged. No patient complications have been reported as a result of this event.